Event description:
Stent shaft broken: the stent could not cross through the lesion. The physician tried several times but failed. Then he withdrew the stent from the patient. After he withdrew the stent out and put it back to the package, the shaft was broken. The qualrap confirmed the shaft was separated. No impact to the patient and consequence. The device will be returned for investigation.

Manufacturer narrative:
The product is available but has not been received as of the initial report. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a pci, a cypher stent could not cross through the lesion. The physician tried several times but failed. Then he withdrew the stent from the patient. After he withdrew the stent out and put it back to the package, the shaft was broken. The qualrap confirmed the shaft was separated. There was no injury to the patient reported. The device was returned for evaluation. One non-sterile cypher select + 2.75x33 mm was received coiled inside a plastic bag. It was separated (broken) in two at 26 cm from proximal end in the metal shaft area. Two kinks were found at 13.8 cm, from proximal end and 96.0 cm from distal end; this condition on the shaft could be related to the way the unit was sent for the analysis. The stent was mounted in its original position between marker bands; it was crimped and did not show any damage. The section where the shaft got separated (broken) appears as if it had been kinked before it got broken. The crossing profile of the stent was found within specification. The section where the shaft got separated (broken) appears as if it had been bent before it got broken and was observed a damaged. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported body/shaft separated was confirmed. The failure to cross reported could not be confirmed since the crossing profile of the stent was found within specification. The cause of the failures reported by the customer and shaft condition could not be conclusively determined. Crossing difficulty is most commonly related to the patient's anatomy, vessel characteristics, operator's technique and appropriate device selection. The failed attempts to cross the lesion may have contributed to the reported event. Neither the DHR review nor the product analyses suggest that the reported failures could be related to the manufacturing process. Therefore, no corrective or preventive action will be taken.